Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As of 29aug2025, the sample has not arrived for investigation, therefore, the complaint will be completed with all available information. Should the sample be returned in the future, the complaint will be updated. The complaint cannot be confirmed for a nondeployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal anchor did not deploy. No blood loss was reported. Additional information was received on 21jul2025: the procedure performed for the patient prior to use of the angio-seal was cerebral angiogram. A 7 french procedure sheath was used. The issue occurred during deployment. When attempting to deploy the device, the anchor did not release. Hemostasis achieved by manual compression. A pre-deployment angiogram was performed. The patient was in stable condition. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to patient confidentiality. A2: age & date of birth: requested, not provided due to patient confidentiality. A3a: sex: requested, not provided due to patient confidentiality. A4: weight: requested, not provided due to patient confidentiality. A5: ethnicity: requested, not provided due to patient confidentiality. A6: race: requested, not provided due to patient confidentiality. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.